Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer had a bravo capsule that failed to attach to the patients esophagus. There was no harm to the patient or user due to the event. It was reported no medical intervention was required but a repeat procedure was performed. The patient had an endoscopy prior to the procedure and their esophagus appeared normal. There was nothing unusual about the patient, or the procedure itself that lead to failure to attach. The user has been performing the bravo procedure for over five years and was trained by a given representative. A medela pump was used. It was reported that lubricant was used to facilitate capsule placement and the customer stated none went into the capsule chamber. The customer is unsure what caused the failure to attach. The delivery system and capsule are expected to be returned for evaluation.